Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the nozzle of the unit and the power cord were damaged. The filter needed to be replaced. It was reported that the nozzle had issues with the connection to the hose and there was damage to the unit. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit back cover was burnt, nozzle strap was worn out and the power cord was not correct. It was reported that there was only a small spark and no smoke. The user manually shut the device off during this occurrence. It was reported that there was no power surge at that time. There was no patient involvement.